Event description:
A diabetic patient reported that an insulin syringe needle became detached during injection. The detached piece of cannula was surgically removed. Several attempts to follow-up with the reporter have been unsuccessful. Therefore, additional event specific information is not available.